Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the pump was not returned for investigation. Data log was not provided or retrieved from the remote server. Low or blocked pump flow/pd-cannula assembly- (twist, bent, kinked): on (B)(6) 2025, pump 381 was implanted via left femoral artery. Shortly after implant, a kink developed in the cannula below the outlet, causing suction alarms and reduced flow to 0.6 l/min. Attempts to reposition did not resolve the issue. The pump was removed due to small lv anatomy and retained for analysis. The cause of the issue was not determined without returned product investigation and sufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
As it was reported, the impella was inserted using standard technique to gain vascular access. A jr4 was then used to cross the valve and wire was exchanged for 0.018 impella wire before removing the catheter and backloading the 0.018 with the impella. Upon removal of the 0.018 wire the impella was started in auto. Flows were 3.2l in auto and mc 920/653. Briefly following initial implant - the cannula became kinked just below the outlet, suction alarm occurred, and flows reduced to 0.6l. P level was decreased and the doctor attempted to retract but flows did not improve, kink in cannula remained. The doctor stated she thought the patient¿s left ventricle was too small to accommodate the pump and decision was made to remove the pump due to anatomy. The patient outcome at explant was noted as survived.